Event description:
The "slow gas loss" alarms sounded from the pump and blood was noted in the tubing. As a result of the event, the pt had abdominal pain. On 3/10/98, the following was reported to datascope: the iabp initially alarmed "leak in iab circuit". All catheter connections were checked but the pump continued to alarm "slow gas loss". Again, the connections were rechecked and all connections were tightened. The tubing was checked for blood but none was found. The pump alarm sounded again and this time, a brown substance was found inside the catheter tubing. [Event complications]: abdominal pain-reported 1/27/98. [Pt's current status]: critical-rpt'd 3/10/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.